Event description:
The manufacturer received information alleging a ventilator's valves were not working. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer and the device failed testing. The device's solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all testing.